Event description:
Nurse gave flu injection right deltoid. Heart pop and needle disappeared while attempting to withdraw needle from arm nurse did not voluntarily retract needle using the retractable mechanism. Once injection was finished, needle was not visible in syringe and pt complains of arm hurting. Taken to hosp for x-ray which was negative. Syringe was cut open and needle found lodged inside of syringe.